Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the optical camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H3: hardware analysis was completed on the returned positioning sensor unit (psu). The returned psu contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility dating back to (B)(6) 2019. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .847mm with a passing threshold of .250mm. H6: b01, c02 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted prior to beginning a case. The representative stated he would run nditoolbox. He sent a photo of the screen and it showed that there was a bump detected battery fault. Accuracy test recommended, and storage temperature exceeded. The probable cause of the event was due to a cmos fault due to the age of the system and no past history of replacing it. There was no patient involvement.